Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 27.0 and 29.0 cm from the hub and had multiple consecutive kinks in the distal shaft from approximately 114.0 cm from the hub to the distal tip. The outer diameter (od) of the 5max ace was measured and found to be within specification. Conclusions: evaluation of the returned device revealed it was kinked in the proximal and distal shafts. The type of kinks found in the proximal shaft typically occurs due to forceful manipulation of the 5max ace at extreme angles. The type of kinks found in the distal shaft typically occurs due to repeated forceful advancement of the 5max ace against resistance. The non-penumbra catheter mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the resistance that contributed to the distal kinks of the 5max ace could not be determined. 5max ace devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician inserted another manufacturer's microcatheter into the ica and then attempted to advance the 5max ace through the microcatheter. However, while advancing the 5max through the microcatheter, the physician experienced resistance. Subsequently, while manipulating the 5max ace and microcatheter, the physician noticed that the 5max ace was kinked. Therefore, the 5max ace was removed and the procedure was successfully completed using a new 5max ace. There was no report of an adverse effect to the patient.